Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2009, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2009, product type: extension. Product ID: 3387-40, lot# j0427795v, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: lead. Product ID: 3387-40, lot# j0437324v, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: lead. Product ID: neu_stimloc_acc, product type: accessory. Product ID: neu_stimloc_acc, product type: accessory. Product ID: 3387-40, lot# j0427795v, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: lead. Product ID: 3387-40, lot# j0437324v, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: lead. (B)(4). Analysis of the implantable neurostimulator (stimulator 7428 ins, serial # (B)(4)), found its battery not in a new condition. Final functional test was failed due to battery condition. Connector module had been scratched. Setscrews #2 and #6 were not tightened to the extension, but good stable output was observed. Shield/can had been scratched. Insulation coating had been scratched. Analysis of the extension (extn 748251 quad low, serial # (B)(4)), found its body cut through, product segmented. Proximal and distal segments had been returned. All conductors had been cut. Crimp sleeve had foreign material. There was a cosmetic depression on outer insulation. Body insulation had been cut through. The #2 setscrew from the ins was not tightened to the extension, but good stable output was observed. Analysis of the extension (extn 748251 quad low, serial # (B)(4)), found its body cut through, product segmented. Proximal and distal segments had been returned. All conductors had been cut. Crimp sleeve had foreign material. There was a cosmetic depression on outer insulation. Body insulation had been cut through. External insulation had an abrasion. The #6 setscrew from the ins was not tightened to the extension, but good stable output was observed. Analysis of the lead (lead kit 3387-40 quad) found its outer insulation breached and had environmental stress cracking (esc). A proximal, two medial, and a distal segments were returned. Insulation had been broken/torn at the very proximal tip of the connector end underneath connector #3. All lead conductors had been cut. Conductor coils had been crushed. Conductors had been stretched. Lead body insulation had been cut thru, lead had been segmented. Lead insulation had a cosmetic esc and a breached esc on the outer insulation. Outer insulation had been melted, cautery was suspected. Outer insulation had been broken. Analysis of the lead (lead kit 3387-40 quad) found outer insulation on its body breached with esc. Proximal and distal segments were returned. All conductors had been cut. Lead conductor coils had been crushed. Lead insulation observations included outer insulation cut and breached, body insulation cut thru, lead segmented, outer insulation broken, cosmetic esc on outer insulation, breached esc on outer insulation, cosmetic depression on outer insulation, outer insulation melted, suspect cautery, outer insulation pinched. Analysis of the stimloc accessory found its base broken. Analysis of the stimloc accessory found its base broken.

Manufacturer narrative:
(B)(4)

Event description:
It was initially reported that the clinical study patient requested removal due to lack of efficacy. It was noted that the intended use of the device was for treatment. The system was explanted on (B)(6) 2013. There was no patient injury or death and the patient recovered without sequela. It was further reported that there was no malfunction. It was noted on (B)(6) 2009 when the patient¿s entire system was explanted, that the patient¿s implantable neurostimulator was replaced.